Event description:
It was reported that the patient generator had moved to under their armpit and the patient attempted to move it back to the proper place. It was noted that the generator was still not in the correct position after attempting to move it. The patient stated that since she tried moving the generator she has been experiencing bad headaches. It was reported that the patient generator was interrogated and found to be functioning as expected. It was stated that the patient was sent for chest xrays and the results looked normal. It was reported that the patient was referred for surgery due to the patient generator shifting under her arm. No known surgery has occurred to date. No additional relevant information has been received.